Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during a routine supply change a cartridge change error occurred. There was no impact to the customer's blood glucose level. Reportedly, the user was able to complete the loading process with the same cartridge and resume insulin delivery.